Manufacturer narrative:
No pt injury was reported. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. Without add'l info or imaging we are unable to determine possible contributing factors of the type la endoleak or how the complaint device may have contributed to the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the procedure. Final angiography revealed proximal and distal type I endoleak. The physician attempted to place the body extension, but the delivery system would not be advanced at the site the dilator tip positioned around the main body bifurcation area over a lunderquist wire guide. The body extension was inserted from both sides, but it was not valid. Add'l iliac leg was placed to resolve distal type I endoleak. Regarding proximal type I endoleak, ballooning at proximal site was performed since there was no device for a replacement. Distal type I endoleak was resolved and proximal type I endoleak was slightly remained, but the physician decided to take follow-up observation. Act was about 220. No images were provided. The pt is fine after the procedure.